Event description:
Customer's wife reported via phone call that customer experienced low blood glucose level. Customer's blood glucose value was 47 mg/dl and 54 mg/dl at the time of the incident. Another blood glucose level was 154 mg/dl. The customer was declined troubleshooting for low blood glucose. The customer was treated with food. Customer was not using auto mode feature at time of low blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.